Event description:
Multiple sample tubes were dropped and spilled on an immulite 2000 analyzer connected to a versacell automation system. The re-drawn patient samples were run on the same system and the results were reported. There were no reports of adverse health consequences or known patient intervention due to the dropped and spilled tubes.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instrument data, the fse determined that the cause of the dropped and spilled tubes was that the motor configuration file to align the immulite instrument to the versacell automation robot was setup incorrectly. The fse setup the motor configuration file correctly and performed a functional check on system. The instrument is performing within specifications. No further evaluation of the device is required.